Event description:
A consumer reported that their philips sonicare brush head broke into pieces during use. No injury or medical intervention was reported. A possible choking hazard was identified.

Manufacturer narrative:
The event date is approximate. Product was not returned to confirm a malfunction has occurred.